Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with a gst60w cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy when the surgeon fired the device the center staples did not form properly and the staple line leaked. The surgeon used multiple reloads to address the issue. The procedure was completed with no patient consequences reported.